Event description:
It was reported that the customer was hospitalized with a low blood glucose of 25 mg/dl. It was stated that the customer was found unconscious in his car, and they had to break the window. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. It was stated that the insulin pump was exposed to an MRI at one point, but no further information was provided. Advised the caller that the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.